Event description:
Primary stability not achieved, implant wasn't completely covered with bone, diabetes mellitus, psychological disorder, smoker, complication in site preparation, inadequate bone quality/quantity, mobility ((B)(6) are same patient).